Event description:
Patient reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to partial date of implant d6a: 2017 was provided.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, e.1, g.1, g.2, h.6.

Event description:
Patient reported "deflation". This record is for the right side. Device was explanted and replaced. Device will be returned.